Event description:
A 30 year old male with distal tibial fibula fracture of left leg. Procedure: closed reduction and involved nailing of above. Surgeon was drilling second distal screw hole in uniflex nail. Drill bit broke off in distal tibial in bone in the nail. Tip left in tibia. Surgeon was torquing on drill bit when drilling hole. No delay in procedure. Final report.